Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a piece of seal broke off into pt's cavity. The surgeon retrieved piece and used another instrument to complete procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not available for eval.